Manufacturer narrative:
It was reported that this device is not reportable. Therefore, this medwatch report is not reportable

Manufacturer narrative:
(B)(4). Conclusion code: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a scar revision procedure in early december and suture was used. One week following the procedure, the patient developed hives and had seen a dermatologist. The patient also reported that the dermatologist opined that the recovery varied from patient to patient as to how long the suture would take to absorb into the body. No additional information has been provided.